Manufacturer narrative:
Based on the reported info and investigation of the returned product, the reported condition was confirmed. It was concluded that it was due to a mfg error during packaging. A recall has been initiated and corrective actions are being implemented to prevent recurrence of such error.

Event description:
After a retrospective review of this complaint, a decision was made to submit this complaint as a medical device report (MDR). The box of peritoneal sheaths received by the customer was labeled as 24 inches in length. However, the peritoneal sheaths inside the box were 18 inches in length. There was no pt contact or pt injury. The product was not going to be used for surgery.